Event description:
It was reported that the insulin pump alarmed button error. Customer stated that there were cracks on the insulin pump as well as moisture under the display of the insulin pump and the reservoir compartment. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.